Manufacturer narrative:
Failure analysis revealed that the unit was received with isig value out of range (0.00na) due to contamination and damaged contact pin # 1.

Event description:
The customer reported that he was having issues with his sensors. Customer stated he uploaded it on the insulin pump and it was not communicating well even though he was using extra tape. Customer stated that the tape was not sticking. Troubleshooting was done. Customer blood glucose was 84 mg/dl. Last blood glucose was 124 mg/dl. Customer stated that he saw blood during insertion and went through steps to stop the bleeding. Provided the customer recommendations to improve adhesion. Advised the customer to monitor problem and call back if issues persists. Advised that the sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.